Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the right ventricular (rv) lead exhibited undefined high pacing impedance. An rv lead revision is planned; however, the rv lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.